Manufacturer narrative:
One medfusion pump was returned with the top case chipped and cracked. The bottom case also had seal damage. The event history log was reviewed and there was a check clutch/plunger lever error in the history. A flow test was performed and the reported issue was confirmed. The position pot was not connected to the main board. This issue was caused by the customer's incorrect assembly of the device. The position pot was connected to the main board to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a travel course error. There was no reported adverse event.